Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis. As received, a portion of the lead was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasions exposing the outer coil consistent with friction to another device or feature of the heart. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.